Event description:
A customer reported a malfunction on their pump but noted no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds. Technical support provided the customer with instructions to reset the pump, which resolved the issue, allowing continued use without recurrence of the malfunction code. The customer acknowledged the guidance but expressed discomfort using the pump due to a previous malfunction occurring at night.